Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol (B)(4) and protocol (B)(4).

Event description:
End-user reports that when trying to remove the wafer a small area of skin was torn off also. The torn skin was approx 2 inches wide at 6 o'clock. States the eakin was very difficult to remove. Has applied safe and simple no sting wipes before applying eakin.

Manufacturer narrative:
The report submitted on 12/11/2015, with the patient identifier (B)(6) had the incorrect manufacturer report number 9681410-2015-40094 listed. The correct manufacturers report number should have been 1000317571-2015-40094. (B)(4).